Manufacturer narrative:
Digital photographs provided by consumer were reviewed by the tooling manager and the supplier quality engineer. These were compared to internal components. Other information: healthy white powered toothbrush was used twice. The failure mode was noted to be caused by unusual excessive pressure opposite to normal method of use. The customer was not clear in their actions at the time of the incident, but it was communicated they were not in the bathroom.

Event description:
Customer reported brush head snapped off in his mouth while he was brushing his back molars. He subsequently got the brush head lodged in his throat. He was able to work it up in his throat, using coughing and gaging reflexes, to a position where he could pull it out with his fingers. The customer was taken to the hospital for an xray and instructed to have close supervision at home that evening and to watch for throat swelling.